Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call, the insulin pump had damage on it. She stated the device had cracks on the top of the reservoir compartment, and since then a piece fell out. The customer's mother had to glue it back on. Customer stated since then it has cracked some more and it seems the glue is not folding it together. The customer's mother stated the customer has been having high and low blood glucose readings, lows have been around 25 to 30 mg/dl. The customer's mother wasn't sure if the lows were caused by the damage on the device or to the fact the customer has been at band camp. The customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.